Event description:
It was reported that during a vats procedure, the stapler locked up and misfired. It was unknown how the procedure was completed. No additional information was available. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the device delivered a partial staple and partial cut line. Another device was used to complete the procedure. There was no patient consequence. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was meant by misfired? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? How was the procedure completed? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Were any of the forces higher or lower than expected (closing or opening)?